Manufacturer narrative:
Device not yet received for evaluation. A follow up report will be submitted following the completion of the device evaluation.

Event description:
The healthcare professional reports a blood leak noted by a blood leak alarm on the meridian device about one hour into the patient treatment. The treatment was stopped and new disposables were used to continue the treatment without incident. The healthcare professional reported an estimated blood loss of 150cc. In addition, no pressure or tmp alarms were noted prior to the blood leak event. The healthcare professional reports no patient injury or medical intervention associated with this event.